Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer found crystallization on the sonic wash station, on the sipper nozzle, in the ise dilution cup, and on the vacuum nozzles. They suspected a badly rinsed or improperly rinsed ise cup. The field service engineer found leakage in the tubing from the ise wash station and that the ise cup (dilution vessel) was damaged. He replaced the tubing and the dilution cup. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The results for the sample were 152 mmol/l and 139 mmol/l.